Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flow. On unspecified dates, the secondary tubing sets were to be used to deliver unspecified blood products. The customer contact reported that after the secondary tubing sets were primed, the tubings were clamped using the slide clamps. It was reported that prior to connecting the blood secondary tubing sets to unspecified locations on the primary tubing sets; the slide clamps on the blood secondary tubing sets came loose and unspecified volumes of blood leaked. The tubing sets were cleansed and connected to the primary tubing sets and the therapies were initiated. There were no reported adverse pt effects and no reported delay of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. During the investigation, no possible causes for the customer reported unrestricted flow were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.